Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product had been ordered for a patient experiencing incontinence due to frequent utis. The pure wick system caused significantly more mess compared to the use of adult diapers and chucks. The suction was not comparable to hospital systems, resulting in the wick becoming overwhelmed and unable to absorb all released urine. It was also noted that the system overheated, as reported by other users. The cleaning process was complex and required daily maintenance. The patient¿s bed had been damaged, and a strong odor was present. It was further stated that the product did not perform as advertised and did not operate similarly to hospital systems.